Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that pump module s/n (B)(4) was the only module that was programmed as a basic infusion close to the reported start time of 0015 on (B)(6) 2017 and pump module s/n (B)(4) was the only module stopped close to the reported stop time of 0900 on (B)(6) 2017. At 11:50 pm on (B)(6) 2017 pump module s/n (B)(4) was programmed to infuse a basic infusion at a rate of 10 ml/hr with a vtbi of 200 ml. The event description stated that the intended rate for the vasopressin infusion was 0.04 ml/hr. At 8:00 am on (B)(6) 2017, pump module (B)(4) was programmed to infuse vasopressin shock 20 unit/100 ml. The concentration was 0.2 unit/ml. The user entered 0.04 unit/min for the dose which made the rate 12 ml/hr. It is unknown if the rate of the vasopressin infusion was intended to be 0.04 ml/hr as reported or if 0.04 was intended to be the dose (0.04 unit/min) that was seen in the log. Functional testing found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that vasopressin 20 units/100 ml was programmed as a basic infusion at a suspected rate of 0.4 ml/hr instead of the intended rate of 0.04 ml/hr. There were three other medications infusing: zosyn (piperacillin/tazobactam 3.375 gm) started at 20:48 as a 240 minute infusion; potassium chloride 20 meq/100 ml started at 22:42 as a 120 minute infusion; and norepinephrine 8 mg/ 250 ml titrating dosage started at 01:25 on (B)(6) 2017. It was reported that the patient was harmed by this event however the customer declined to provide any further detail and stated only that "appropriate medical interventions were taken."